Event description:
The customer tested his blood glucose and received a reading of 221 mg/dl using his breeze2 meter. He retested and received a reading of 110 mg/dl using his contour meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for evaluation.